Event description:
The customer observed falsely depressed sodium results generated on alinity c processing module for two patients. The following information was provided (reference range 136-145 mmol/l): sid (B)(6) initial result = 114 mmol/l, repeat result = 141 mmol/l, repeat on another instrument ((B)(6)) = 134 mmol/l, 135 mmol/l, and 134 mmol/l. Sample 2 initial result = 116 mmol/l, repeat result = 133 mmol/l (sid not provided) there was no impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on alinity c processing module for two patients. The following information was provided (reference range 136-145 mmol/l): sid (B)(6) initial result = 114 mmol/l, repeat result = 141 mmol/l, repeat on another instrument ((B)(6)) = 134 mmol/l, 135 mmol/l, and 134 mmol/l. Sample 2 initial result = 116 mmol/l, repeat result = 133 mmol/l (sid not provided). There was no impact to patient management.

Manufacturer narrative:
Service inspected the instrument and replaced multiple parts, including the tbg, ict to ict valve nc. The tbg, ict to ict valve nc which was clogged/obstructed. After the part replacement, the module function was verified with a control run. The service history was reviewed and found no subsequent issues related to discrepant sodium patient results. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in the complaint. Additionally, a review of complaint and trending data for the tbg, ict to ict valve nc did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances for the part associated with this complaint. Labeling was reviewed and found to be adequate. Based on the information, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), was identified. Corrected information was provided in d10 concomitant product.